Manufacturer narrative:
Since a second surgery was performed, the occurrence was determined to be reportable to the FDA.

Event description:
We received a report that the brow fell 2-weeks after surgery. Upon initial incision it was reported that the platform has broken in four pieces. Second surgery was performed on (B)(6) 2015.